Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested due to lack of contact information. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.